Event description:
It was reported that this right atrial (ra) lead was suspected to have caused a heart wall perforation. The perforation caused a pericardial effusion. As a result, the lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected to have caused a heart wall perforation. The perforation caused a pericardial effusion. As a result, the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b5.describe event or problem. H6.impact codes.